Event description:
It was reported that while, the pt was baking biscuits for christmas, he fell of the stool and landed on his head. Afterwards the pt could still hear well. In 2006, during a football match he was hit directly on the implant by a knee. He was no longer able to hear anything after this incident. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.